Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that he pump had excessive no delivery alarms. The customer's blood glucose level was reported to be 400mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer may have had occlusion. It was reported that the customers set would be replaced.